Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator heated filter sleeve was missing. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 14jan2019. The customer replaced the heated filter sleeve to address the issue and the ventilator was returned to service submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.